Event description:
It was reported that the dystonia patient was receiving ineffective therapy from the deep brain stimulation (dbs) system. The patient underwent a computed tomography (CT) scan in which they noted edema around the leads. For this reason, the physician decided to explant the entire system as he was not sure if the patient had developed an infection. The patient underwent an explant of the entire dbs system. There were no patient complications, and the patient is stable. The explanted devices were sent to the infectious laboratory for investigation, which confirmed there was no infection. The devices will not be returned as they will be retained by the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: vercise cartesia, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7104301 and 7103794. Brand name: suretek, upn: m365db4600c0, model: db-4600c, serial: null, batch: 30777974 and 31173546. Brand name: null, upn: m365db3128950, model: db-3128-95, serial:(B)(6), batch: 5001135.